Event description:
It was reported that the smartlife large battery was melted at the connection points at user facility. Upon follow up customer could not confirm how the issue was noticed. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the smartlife large battery was melted at the connection points at user facility. Upon follow up customer could not confirm how the issue was noticed. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The original reported event, melted at connection points, was confirmed. During the inspection the quality technician was able observe the reported event regarding the battery being melted at connection points. The tech found that the battery rail was damaged. Device was placed in parts retention.